Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
We were notified that this system was replaced with an unknown boston scientific system. The reason for explant was not known. Attempts to get the reason for explant have been unsuccessful. Boston scientific states the patient received a single chamber ICD ((B)(4)) and a lead.